Event description:
The customer reported the system displayed 'communication error' during a procedure and had to be rebooted in order to continue. This is a descriptive of a system lockup. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.